Event description:
A (B)(6) male pt's wife contacted zoll customer support to report a loud popping sound. The monitor subsequently would not power on. The pt was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) and belt sn (B)(4) is currently underway. The reported problem (popping sound/will not power on) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor or electrode belt. The pt received a replacement monitor and electrode belt. Device manufacture date: monitor - 10/2010; electrode belt - 01/2012.